Manufacturer narrative:
The device will be analyzed upon return. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Longevity based on data obtained during initial testing noted this device did pass the insignia minimum calculator. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device met specification for battery depletion.

Event description:
Boston scientific received information that this device was explanted and replaced for suspected premature battery depletion. The device was noted to have reached elective replacement time (ert) a month prior to the replacement procedure, less than 5 years after implant. No additional adverse patient effects were reported.